Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient stated they are hypo-unaware and that they feel little to no symptoms for hypoglycemia. On the day of the event, the patient experienced a hypoglycemic event, no symptoms were reported, and when a fingerstick was taken the cgm was reading 79 mg/dl and the blood glucose reading was 32 mg/dl. The patient was treated with intranasal baqsimi (glucagon) by the family and recovered after treatment. No further treatment was reported to be needed and there was no information of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.